Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device implant. It was noted that the implantable cardiac monitor exhibited pocket erosion. When the patient noticed the device eroded through the pocket, they removed the device. No infection was noted. There were no patient consequences.